Event description:
The physician had made access to a cto lesion in the right sfa with the outback catheter via a glide cath and glidewire. He then exchanged the wire to an 0.014" guidant whisper guidewire. According to the physician, he noted at this point that the wire looked ragged, and wanted to exchange the whisper wire for another one. He attempted to remove the whisper wire, but could not. He suspected that the wire had been severed, so he removed both the outback and whisper wire together. He was able to do this, and confirmed that the distal few centimeters of the wire had indeed been severed and was down at the level of the sfa. The severed wire segment was retrieved via a snare, and the case was ended. There was no report of any adverse consequences to the pt. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.